Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to failure of the cylinders to deflate. No other adverse patient effects were reported.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on the longer exhaust tube and the inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubing of cylinder 1. A separation was noted on the bladder of cylinder 1. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. An aneurysm was noted on the bladder of cylinder 1. This is not a site of leakage. No functional abnormalities were noted with cylinder 2. A group of striations, indicating contact with unshod instrumentation, were noted on the inlet tube of the reservoir, near the connector. This is a site of leakage. The information received indicated that the device was not able to deflate, but because no functional abnormalities other than instrument damage were noted with the returned components, the complaint could not be confirmed as reported. Based on examination, it was concluded that while in-vivo enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder 1. As the functionality of the pump deflation would most likely not be jeopardized by an aneurysm of the cylinder bladder, it was concluded that the aneurysm is not associated with the cause for failure. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument damages in the bladder of cylinder 1 and the inlet tube of the reservoir occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely may have occurred during or after explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.